Event description:
I received a medtronic ii pain pump implant in 2006. By dr. (B)(6) in (B)(6). The drug used in my pump is fentanyl. [Fentanyl citrate 1000 mcg/ml \ sodium c ] it was refilled every four months with 20 ml, my 24 hour flow rate was 150.0 mcg every 24 hours and 6.3 hr. From 2007 until 2022 the formal stayed the same. In (B)(6) of 2022 due to an illness that prevented me from being able to travel. My pump ran out of fentanyl. I should have become very ill from a sudden under dose. But I suffered no side effects whatsoever. The pharmacy has all the necessary paperwork required completed an in order pertaining to purity of what they delivered. Therefore they said that fentanyl was 100 % correct when delivered to the doctor office for my refill. The name of the pharmacy is (B)(6) also in (B)(6). Dr. (B)(6) says that I'm one of the few people that doesn't suffer from withdrawals from fentanyl. He forgot that back around 2012 he tried to see if giving me a small increase in flow for a short time that would last for about two hours instead of an overall increase. Once the little increase wore off I had really bad withdrawals. I'm completely confused and just can't accept the excuse that I have been told. My question I need answered is it even possible to receive a continuous flow of fentanyl into my spinal fluid for 15 years and not suffer one bit from a sudden stoppage all at once. I saw on the FDA website that tryout are warning doctors about the use of fentanyl in pain pumps. At other websites it says, the only been studies conducted have been done for short term use. And none for long term use that's kind of worry some.